Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an eighty-five-year-old male presented for protected percutaneous coronary intervention after being turned down for cardiac surgery. Impella cp was placed without incident. While performing percutaneous coronary intervention of the left main coronary artery, a dissection or perforation of a smaller branch from the percutaneous equipment occurred near the bifurcation and resulted in a pericardiocentesis. The patient was taken for emergent coronary artery bypass grafting but due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired after 1 day of support. Death is most likely to be caused by the underlying disease and critical condition. The patient subsequently expired.